Event description:
The physician was treating a patient who presented with distal m1 occlusion, which migrated into proximal m2. He made 2 passes with the l4, with no success. Patient developed a persistent headache. Patient was given 9mg of reopro and tpa 5. The artery opened slightly. The physician observed what looked like a possible dissection vs severe spasm, but no response to nitro. The procedure was ended with patient clinically improved. CT showed sah in sylvian fissure. Patient remains stable and better than baseline with good rehabilitation potential.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l4 device that was shipped to the site, lot number 32908 was reviewed, and no anomalies were found that are related to this complaint.